Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Lot number = 0879b, expiration date= na. (B)(4). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 28, 2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported while using band aid plastic to cover a scratch, the bandage tore off her skin while trying to remove it. The consumer sought medical attention and a physician assistant treated her wound and gave her instructions to continue the treatment. The specific treatment was not provided.